Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager intermittently failed. A field service engineer (fse) cleaned microswitch contacts and applied conductive grease. Fse cleaned the molex connector contacts to resolve the issue. The system functioned as intended after the field service engineer repaired the device. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Initial reporter facility name: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, smart remote manager refrigerator was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.